Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence: patient states his hip fractured and had bone deterioration causing him to need a revision. Update rec'd 02/15/2017 - the patient's medical records were received. The medical records were reviewed for MDR reportability. According to the medical records the patient was also revised to address pain and acute local tissue reaction secondary to wear. The patient was also noted to have osteolysis. The stem was found to be subluxing the anterior superior quadrant. During an MRI exam on (B)(6) 2016, the findings included a slightly fragmented and marrow edema within the lesser trochanter, consistent with an acute or subacute fracture.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest a product problem. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.